Event description:
It was reported that the tip detached. A rotawire and wireclip torquer were selected for an atherectomy procedure in the occluded right coronary artery. During the procedure, the guidewire tip detached when the burr was advanced to treat the lesion. The burr had not reached the fracture location. The burr and guidewire body were removed and the detached distal portion of the guidewire was left in a secondary vessel of the right coronary artery. The guidewire fragment was lodged in a minor vessel within the right coronary artery. Embolizing material was used to prevent this portion of the guidewire from migrating to other blood vessels. The procedure was able to be completed and the patient fully recovered.

Manufacturer narrative:
Device eval by manufacturer: the returned guidewire had a broken spring tip with a portion missing. 129.6 inches of the guidewire was returned. Dimensional inspection revealed that the overall length and the outer diameters of the proximal and middle sections of the device were within specification. The outer diameter of the distal section could not be measured. Although the overall length measurement was within specification, a section of the spring tip was detached and missing. Media inspection was performed on three pictures provided by the customer that showed different states of the guidewire. The first picture showed the front label of the device with no damages on it. The second picture showed breakage of the distal end of the device. The third picture showed the proximal end of the device with no damages.

Event description:
It was reported that the tip detached. A rotawire and wireclip torquer were selected for an atherectomy procedure in the occluded right coronary artery. During the procedure, the guidewire tip detached when the burr was advanced to treat the lesion. The burr had not reached the fracture location. The burr and guidewire body were removed and the detached distal portion of the guidewire was left in a secondary vessel of the right coronary artery. The guidewire fragment was lodged in a minor vessel within the right coronary artery. Embolizing material was used to prevent this portion of the guidewire from migrating to other blood vessels. The procedure was able to be completed and the patient fully recovered.